Event description:
Prepping for emergent CABG, staff hooked swan ganz catheter per protocol for pre-insertion calibration. Device behaved as nothing hooked to it. Cables and cardiac monitor changed to no avail. Tried second catheter with same results. Both catheters from same batch number. Tried third catheter from different batch and no problems noted. All catheters from bad lot pulled from service. Bad catheters never touched a patient.